Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The device was released prior to countermeasures for a change in the operational amplifier circuit design of the dr board, and it was likely that the issue occurred due to a failure of the operational amplifier. It was confirmed that the design of the op-amp circuit of the dr board was changed on the assumption that it did not conform to the specifications (there was a possibility that the inside of the mask will black-out in the 180 scope). Countermeasure products had been shipped on or after june 13, 2018.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The unit was tested with 180 series scopes which produced an intermittent image. The issue was due to a faulty printed-circuit board. The main switch and software were older versions, and an update was recommended. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, during preparation for use, the big black front connector (video connector socket) on the evis exera iii video system center would not pick up the image when the pig tail (videoscope cable) was connected. No patient harm was reported.